Event description:
Custmer reports receiving high readings. In blood glucose tests, customer received a lab reading of 116 mg/dl and freestyle connect reading of 383 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically signiificant. There was no report of death, serious injury or mistreatment associated with this event.